Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit was overheated. There was no patient harm reported.

Manufacturer narrative:
Updated fields:b4,d9,e1(initial reporter)(event site mail),g3,g6,h2,-h3,h6(type of investigation, investigation findings,component code,conclusion),h11 the failure analysis and testing dept. Received part with a reported unit failure of a system over temperature. Were not sent with this complaint. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure. When the scroll compressor temperature reaches 80 degree c the cardiosave system automatically enters standby mode and therapy stops. A system over temperature alarm appears on the screen along with an audible alert. Once the compressor temperature drops below 80 degree c the system can be restarted by performing a power down and power up without requiring maintenance or repair. The scroll compressor increases its rpm based on therapy demand and higher rpm causes increased heat generation. Blocked airflow around the cardiosave device or vents can also increase internal temperature and trigger alarms. Components that may contribute to the system overheat condition include the mufflers drive regulator vacuum regulator scroll compressor temperature sensor motor control pcba fan and power supply monitor pcba.

Event description:
N/a.